Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last several months from the date manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was not holding a charge and was protruding. The patient underwent an ipg replacement procedure wherein a non-rechargeable ipg was implanted. The patient was doing well postoperatively, and the explanted ipg was discarded by the medical facility.